Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via (B)(6) transmission, low, out of range, defibrillation lead impedance was observed. Programming change was made when the patient presented in clinic. Lead replacement was mentioned. The patient¿s condition was stable and being monitored.

Event description:
New information received notes that the rv lead was capped and replaced on (B)(6) 2021. The patient was stable before, during and after the procedure.